Manufacturer narrative:
.

Event description:
Multi system organ failure: information was rec'd on 11/09/07 from a nurse regarding a male pt, initials v-m. In 2007, the pt sustained 90 percent total body surface area burns caused by flames from an industrial fire and was hospitalized the same day. The next month, a total of 72 grafts of epicel (lot# ee01081) were applied to the pt (anatomical locations unknown). The patient was treated with zosyn though there were no microbial or fungal infections. The patient died, due to multi system organ failure the following month. Manufacturer's comment rec'd on 11/20/07: batch records for this patient were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing non-conformances were associated with this pt. Sterility test samples collected pre-release were negative for growth.